Event description:
Event description boston scientific, crm received information that this lead was oversensing. It is unknown at this time if the lead is a right atrial (ra) lead or a right ventricular (rv) lead. The auto sense function was programmed off, and the sensitivity was reprogrammed to 1.0 mv. No adverse patient effects were reported.